Event description:
Rptr alleges that she got an eye infection after using the renu with moisutreloc. The infection was in the only eye she puts a contact lens on. She went to the e.r. On 04/08/06 and she was diagnosed with an unspecified acute conjunctivitis. The dr on call also suggests she goes to an ophthalmologist for further medical eval. She had used this type of product since it came on the market. Renu moisture loc is a multipurpose solution. It is good for cleaning and disinfecting and also for wetting soft contact lenses. Rptr takes the soft contact lens out every night, she then cleans and disinfects the lens. The next morning, she cleans the lens again before using.